Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por) related to the right ventricular (rv) lead. There was a suspected insulation breach on the lead which caused arcing during high voltage therapy. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Concomitant medical products: 6936, lead, implanted: (B)(6) 1995; 5076-58, lead, implanted: (B)(6) 2003; 457453, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. A single ¿no reason code¿ por event was confirmed to be stored in device memory on (B)(6) 2015. Attempts to reproduce the por event in the device using a variety of conditions were unsuccessful. All device and hybrid level tests displayed nominal behavior. There was no evidence of arcing internal or external to the device, and none of the high voltage pathways exhibited any defects that would have contributed to a possible arc.